Manufacturer narrative:
Updated information: h6 clinical codes added e0133. H6 impact code removed f12 and added f01 and f1904.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative an impella 5.5 was inserted via the right axillary subclavian artery in a 60-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a history of prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. He was classified as society for cardiovascular angiography and interventions stage d cardiogenic shock and required intra-aortic balloon pump support as well as mechanical ventilation for respiratory support. During support, plasma-free hemoglobin was reported at 100. Urine color was described as yellow. The care team was notified and continued to follow the patient closely, including evaluation of preload status and hemodynamic parameters. The event was reported as hemolysis associated with impella 5.5 support. Hemolysis is a known potential complication of temporary mechanical circulatory support and may occur in the setting of advanced cardiogenic shock, altered preload conditions, complex cardiac history, and concurrent mechanical support. Based on review of the available information, the reported laboratory findings are consistent with known risks in critically ill patients requiring mechanical circulatory support, and no information was identified to suggest device contribution beyond established risk. The patient survived.

Manufacturer narrative:
Added: d3, g1. Hemolysis / mechanical interaction with blood: the lt log alone was not sufficient to derive the cause of the hemolysis, as the rt log is crucial to investigate field events potentially linked to hemolysis; however, it was not provided or available from the remote server. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including the full field logs. Stroke: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including the full field logs. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b. Explantation day, month and year added. D4. Catalog, serial and primary UDI number corrected.